Event description:
A rep of gensia was informed of an adverse event that occurred after lma use. The case involved a female who underwent a 45 minute ventral hernia repair. In the pacu, the pt developed gross swelling of the tongue and lips and oozing around the lips. IV benadryl and decadron were administered and the pt was hospitalized overnight. There was no respiratory distress. During a later contact, the pt reported her symptoms had resolved. Since it is unclear what caused the event, co could not eliminate some small possibility that the lma may have contributed to the pt's reaction.